Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the procedure. Based on the reported information, there was no evidence of a deficiency or malfunction of the liquid embolic material but rather a procedure event. MDR related to this event: 2029214-2017-00159 and 2029214-2017-00160.

Event description:
Medtronic received report that during the right distal middle cerebral artery (mca) arteriovenous malformation (avm) with onyx, the apollo catheter was alleged to have been leaking onyx proximal to the detachment zone. This occurred upon the initial injection of the onyx into the mca territory. There were no pauses or waiting. There was no resistance when the onyx was injected. The onyx material was not seen exiting the catheter tip. The anatomy was normal. Access vessel was the internal carotid artery (5mm diameter). No patient injury was reported. The procedure was stopped and the patient was taken for surgery to treat the avm.